Manufacturer narrative:
Pump received with broken reservoir tube lip, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners and cracked reservoir tube window. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was unknown. Customer also stated that there was crack near the reservoir window and top of the reservoir compartment and display was scratch. Reservoir was able to lock in place. The device will be returned for analysis.